Event description:
It was reported that the plastic siderail on the right footend side of the top rail snapped off and left a sharp edge. The siderail was unable to be latched up. There was no pt involvement or adverse consequences reported.